Event description:
This is a case report received on (B)(4) 2012 by baxter (B)(4) from a patient. It was reported that the cassette was leaking liquid. The occurrence date is (B)(6) 2012. This issue occurred during use. There was patient involvement. There were no reports of patient injury, medical intervention, or adverse event.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: problem was not confirmed. The root cause was undetermined. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4).